Event description:
An attempt was made to administer a shock to a pt diagnosed in cardiac arrest using disposable defibrillation electrodes. The pt was described as diaphoretic and there was no skin preparation performed. The defibrillator completed charging and when the operator pressed the shock button, the device allegedly failed to deliver energy to the pt and displayed the warning message connect electrodes. A backup defibrillator was made available and used to administer countershocks to the pt with standard external paddles. There were no adverse effects to the pt reported as a result of the alleged malfunction. The pt's outcome was not reported.